Event description:
On (B)(6) 2012, t2ph operation was performed. When the surgeon checked that the function of the device was normal, the drill contacted the distal hole of the nail. Although he reconnected the nail, the state did not change. He drilled to the distal hole of the nail with free hand technique.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated devices: 1832-1045s, proximal humeral nail, cannulated, right t2 prox. Hum. 8x150mm, lot # k290516; 1806-2025, nail adapter t2 prox. Hum., lot # unk; 1806-0163, nail holding screw, humerus t2 humerus 10mm, lot # unk; 1806-0180, tissue protection sleeve, short t2 tibia 9mm, lot #unk; 1806-0210 drill sleeve, short t2 tibia <5mm, lot # unk; 1806-3545, drill, tri-flat t2 humerus 3,5x230 mm, lot# unk; 1806-2030, nut t2 prox. Hum., lot# unk.